Event description:
During MFR in-house testing, the hex value was not greater than c0 on two plunger holder / track iis, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.

Manufacturer narrative:
During in-house testing, the hex value on two plunger holder/ track iis was not greater than c0 due to a nonfunctional dome switch on the flex cable of each track. This would have caused a syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software. MFR was able to confirm the issue and determine a cause. The plunger holder/ tracks were repaired and returned to the customer. This issue is being monitored for trend. No additional action is necessary at this time. MFR consideres this MDR closed with this report.